Manufacturer narrative:
The pacing catheter will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A supplemental report will be forthcoming with the device history report review results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device not available for return.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter, it would not capture or pace. It was repositioned multiple times but still would not capture or pace. There was no patient injury.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution.